Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.

Event description:
Baxter healthcare was notified via user facility report, of pump that over infused tpn during pt use. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.